Event description:
The patient further reported having multiple lymph nodes "exploding" around the device. The patient noted lifting something heavy and feeling like it affected the device.

Event description:
The patient further reported having radiation due to a lymph node that was removed, and the patient mentioned thinking that there was a chance the remote monitor "caused the lymph node." The patient further reported that the device was not working right and that this was noticed at night, but that the patient instructed the physician to change the low rate setting and then it was fine. The monitor remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 1699t competitor lead implanted: (B)(6) 2008. (B)(4).

Event description:
The patient reported having an inflamed lymph node and swelling in the area of the device and lymph nodes, and that the device "blew up" due to the patient's work with ignition systems. The device remains in use. No patient complications have been reported as a result of this event.